Manufacturer narrative:
The 510(k)# is k073231.

Manufacturer narrative:
(B)(4). The complaint was reclassified and is not a reportable malfunction due to the following initial call dated on (B)(4), 2011. The patient reported that he jumped into the lake with the meter in his pocket. When the patient attempted to use the meter, he noticed that the display was cloudy. He denied exhibiting any symptoms or seeking any medical attention due to the alleged issue. This is not the first time the patient was using the product. The product was replaced. The complaint was reclassified and is not a reportable malfunction due to misuse of the product (meter was in water).

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because cloudy was not resolved with troubleshooting.